Event description:
International affiliate reports shunt dysfunction. Impossible to reprogram despite several attempts. It is unknown if the valve was explanted or if the difficulty occurred intraoperatively.